Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was brought into clinic because of experiencing abnormal alarms. The event history revealed several instances of pump stoppage and/or low flow conditions. When connecting to the power module, pump stoppage occurred so the pt was returned to untethered operation and the pump restarted. An area on the external percutaneous lead adjacent to the metal connector which causes power interruption if manipulated was identified. A series of diagnostic tests including radiologic imaging was initiated in an attempt to confirm presence of wire fracture. The pt was hemodynamically stable and no supportive measures were implemented at that time.

Manufacturer narrative:
On (B)(4) 2013, the manufacturer's technical services rep performed a percutaneous lead distal end replacement per procedure. The pt was discharged home and is doing well. The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.